Event description:
Philips received a complaint by the customer on the v200, indicating that there was air leakage. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer called in to report that there was air leakage while using the v200. The v200 was inspected and determined that the flow sensor was faulty. The flow sensor was replaced and the error code was confirmed to no longer appear. The flow sensor was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6) . Reporter phone #: (B)(6) .